Event description:
The patient has been complaining of poor therapy since september. She came in for a refill (2007) and upon interrogation, a motor stall message was noted (pump stopped). Investigation revealed a motor stall occurred on the previous month following an MRI. Stall recovery occurred on original date, with pump interrogation/update. The patient had an unsuccessful hernia repair over the pump in september which has been causing her pain, so it was difficult to determine cause of symptoms. The pump remains implanted and functioning.

Manufacturer narrative:
This report is being submitted following an internal audit.